Event description:
It was reported that the sq0050 console has been intermittently displaying error 23062, which indicated an issue with the horizontal motor. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) vertical axis motor module to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. During failure analysis, the visual inspection was performed and noticed a burnt connector on the motor cable. The system logs confirmed error 23062. The vertical motor module was unable to test due to burnt motor connector. The potential root cause may be a damaged motor connector on the vertical motor module.